Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a failure placement, implant stuck in injector. Additional information has been requested.

Manufacturer narrative:
Additional information has been received and stated that event occurred before the injector was introduced into the patient's eye, so the injector did not touch the patient's eye with no patient harm. Therefore, this event no longer meets reporting requirements, because a malfunction has not occurred, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the sales rep sent a report on his visit with dr to or to go over all the procedures involved in implant preparation and injection during surgery, in order to identify any problems that might explain the implant failures encountered in recent weeks. This review highlighted the use of an oven in the or to heat the implants, which are placed in the oven at the start of the program. The sales rep told that this causes the implant biomaterial to heat up, making it far too flexible to be loaded by the plunger as the implant is lowered into the injector chamber. The implant can neither be loaded nor folded correctly, which explains the implant failures of recent weeks and not a malfunction of the device. The sales rep explained this to dr , following their discussion, took the implants out of the oven to allow them to cool, and completed the entire surgical program without any implant failures. Otherwise, all preparation and injection procedures were respected. Additional information has been received stating that there was no patient contact with the device.